Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical devices: 010000895 g7 10 deg e1 liner 36mm d; 6500838 biomet biolox delta ceramic s36; 110017122 g7 finned bm 3 hole shell 50d. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient suffered a calcar fracture on the same day of the surgery. Treatment consisted of walking with crutches and no weight bearing for 3 weeks. It was confirmed that the fracture was resolved approximately 2 months post op. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. A review of the available records identified the patient suffered a calcar fracture after surgery. Radiograph review found normal appearing right total hip arthroplasty. The reported incident of a calcar fracture is difficult to exclude or confirm radiographically. There is a possible occult fracture. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.